Event description:
Related manufacturer reference number: 1627487-2022-04020. It was reported that during ipg replacement, the physician visually confirmed the patient's leads migrated out of the epidural space. As a result, the physician explanted and replaced both leads addressing the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.